Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign (B)(4) continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 11/3/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 9mm x 340mm, standard nail per the sign technique manual. Surgeon comment: "exchange nailing was done with bone graft plus bone substitute."